Event description:
It was reported that the top screws of an anterior cervical plate construct fractured. Surgeon removed the top portions of the screws. The remaining fractured portions of the screws remain in the vertebral body. This medwatch report 1226348-2001-207 is for one of the fractured screws. Refer to medwatdch report 1226348-2001-208 for second fractured screw.